Manufacturer narrative:
(B)(4). The date of the event was not provided. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unspecified date, the pt was hospitalized for the event. The cause of the peritonitis was not reported. As a result of the peritonitis, the patient¿s pd catheter was removed. The outcome of the peritonitis was not reported. No further information was provided. Additional information was requested but is not available.